Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 609 mg/dl; a bolus was delivered to address bg. Reportedly, the customer was in diabetic ketoacidosis. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged (B)(6) 2024 with the issue resolved and no permanent damage. Reportedly, the customer is reusing insulin and cartridge supplies, as well as, cold insulin. Tandem technical support informed customer that cold insulin, reusing insulin and cartridges beyond labeled use is off label per the tandem user guide.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your infusion set every 48¿72 hours as recommended by your healthcare provider. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. Do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). Per tandem user guide: the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.